Event description:
The pt reported on (B)(6) 2014, she was hospitalized for high blood glucose (417 mg/dl per hospital lab test). They placed her on an intravenous therapy of fluids and anti-nausea medicine. She noticed the cannula was no longer inserted into the infusion site. The pod was removed and discarded. She was released from the hospital on (B)(6).

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. The user reported a dislodge cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.